Event description:
It was reported that this right atrial (ra) lead was capped and abandoned due to impedance issues with high out of range pacing greater than 2000ohms, and noise on emi and isometrics, with oversensing but no pacing inhibition, likely due to lead fracture. Device was programmed vvi40 pre-procedure. A new lead was implanted successfully. No additional adverse patient effects were reported.